Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . During the case, the software would not proceed to the impaction page after capturing values.

Manufacturer narrative:
Reported event: an event regarding not being able to enter the impaction page, involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the event is in reference to software. Rio serial number was not provided. Complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding not being able to enter the impaction page. There are no other reported events. Conclusions: the session data from the case was reviewed. An analysis of the probe check and checkpoint values was completed. Based on the failed impaction checkpoint values logged, it is possible that the base array was bumped before entering the cup impaction page. This would compromise the registration of the rio. The data at this time shows the rio operated as expected. No system defect or malfunction is suspect.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . During the case, the software would not proceed to the impaction page after capturing values.